Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A surgeon reports, a patient that has central island with induced astigmatism in both eyes following refractive surgery. Additional information has been requested. This report is for the left eye, the right eye is being reported under manufacturer number 3003288808-2011-00229.